Event description:
No additional information was provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of several separations from the drip chamber could not be verified due to the product not being returned for failure investigation. Device history record review for model 10016073 lot number 23079121 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris secondary set separated and leaked. The following information was received by the initial reporter with the verbatim: the end user has had at least 4 in the past month where they have come separated at the drip chamber. They do still have 2 sets for inspection if needed. #sec set 20dp w/hanger ll dehp free.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.